Event description:
Customer reported the primary infusion bag emptied sooner than expected due to the device free flowing. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4).the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.